Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gyn procedure the tissue pad melted and a piece of the tissue pad broke off and fell into the patient. The piece was found and retrieved. The procedure was completed with an alternate like device with no patient consequences reported.